Event description:
Healthcare provider reported a right side exchange of textured devices due to patient's concern with product. Later, healthcare professional reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: red particle observed in the surface of the shell. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured device due to the patients concern with the device.